Event description:
It was reported that the flow rate with the neutraclear with protection cap was "very slow". The following information was provided by the initial reporter, translated from german to english: "the ec (erythrocytes) administration via the neutraclear connector (venous catheter 18 g) was very slow, but without neutraclear there were no problems, i.e. Much better/faster."

Manufacturer narrative:
H6: investigation summary: an el201 product was not available for investigation; however the customer indicates that there was a flow restriction during infusion. The lot number was not available in this instance to assist the investigation. A device history review could not be completed as no batch number was provided. The details of this feedback were forwarded to the legal manufacturer of the product, cair lgl, for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the el201 product.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the flow rate with the neutraclear with protection cap was "very slow". The following information was provided by the initial reporter, translated from (B)(6) to english: "the ec (erythrocytes) administration via the neutraclear connector (venous catheter 18 g) was very slow, but without neutraclear there were no problems, i.e. Much better/faster."